Event description:
Description from the customer report: "during use the users had set a set temperature on the main side (oxy/patient side) to 25 degrees. When the unit reached 33 degrees they got an error "plausibility error" and the unit did not cool any lower than 33 degrees. The users stopped the pump and switched the water hoses to the 2nd water outlet on the unit and then restarted the circulation. After this the unit went down to 25 degrees and they could finish the case." (B)(4).

Manufacturer narrative:
No investigation was performed as the reported incident could not be reproduced as the device was working according to specifications after the intervention. Also, the customer informed maquet (16 march 2015) that no service order was requested, and thus no investigation was performed. This investigation is closed. This follow-up report will also serve as a final report for this complaint.

Event description:
(B)(4). The initial medwatch for this complaint was submitted on paper under MFR report # 8010762-2015-00280

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). "The system has been tested in the biomedical department where they could not reproduce the problem and the root cause for this was never found. The system is back in use and so far it has been working ok." A supplemental medwatch will be submitted as soon as additional information becomes available.